Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and sensor glucose was 98 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer stated that, the she had problems with the insulin pump and transmitter and had hairline crack on both edges of the transmitter and has been having problems with sensor glucose verses blood glucose issue. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit was programmed with test minilink and the glucose sensor simulator. The sensor feature working properly. No unexpected low reservoir or any sensor alarm anomaly noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unit was programmed with test minilink and the glucose sensor simulator. The sensor feature working properly. No unexpected low reservoir or any sensor alarm anomaly noted. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. (B)(4).